Event description:
It was reported that the prograsp forceps instrument cable was noted to be frayed during a da vinci surgical procedure. No fragments fell into the patient. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis found that both pitch cables at the distal clevis hub were frayed. The frayed segments were in various lengths. Failure analysis also observed both instrument pitch cables were loose. Intuitive motion was not being experienced. The housing was removed and corrosion was found residing around the clamping pulley and bearings where the pitch cables routed. The pitch cables at the clamping pulley was found loose, but no loose clamping pulley screw was found. The evidence was inconclusive, but the damages were due to improper cleaning. No other damage was found. The reprocessing instructions under cleaning, disinfection, and sterilization general information section specifically states: warning: read all instructions carefully. Failure to properly follow instructions may cause improper functioning of the device. The customer reported complaint does not itself constitute a MDR reportable event; however, the damaged cable, could likely cause or contribute to an adverse event if the failure mode were to recur.